Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose dropped to 41 mg/dl yesterday and that his insulin pump did not alarm. Troubleshooting was initiated for the low blood glucose level; the insulin pump and the insulin the customer used appeared functional and undamaged. The customer was advised to speak with their health care provider regarding the low blood glucose levels, and to monitor the insulin pump and call back if issues persist.